Event description:
Report received from the USA stating that "the hose had a tear I it." The device was not used in surgery. There was no additional info provided.

Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent.